Manufacturer narrative:
Concomitant medical product: 4965-35 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.